Event description:
It was reported that the left ventricular lead exhibited high thresholds, causing phrenic nerve stimulation. The lead was capped and replaced successfully. The patients condition was stable post-op.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.